Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:26:35. During night drain cycle five, the patient's ultrafiltration reading was 1647ml, indicating the home patient (hp) drained 1427ml more than their maximum programmed fill volume of 2200ml. No additional information is available.